Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The subject device was reportedly discarded by hospital staff after the procedure was completed. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during the insertion of a proximal femoral nail the blade became stuck in the insertion sleeve and remained there. Another insertion sleeve and implant were available to complete the procedure. The patient's post-operative condition was fine. There was no reported surgical delay or adverse effect to patient. This report is 2 of 2 for (B)(4).